Event description:
The customer reported that the heartstart xl failed to delivery shock. There was no negative pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.